Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra operatively the right atrial (ra) lead exhibited an issue when screwing the helix into the myocardium as the helix extension was not smooth. The ra lead was removed. No patient complications have been reported as a result of this event.